Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the superficial femoral artery (sfa). A 3x200mm armada 18 balloon dilatation catheter (bdc) was advanced to the lesion and inflated twice to 10 atmospheres (atm). The bdc was removed and could not be re-inserted onto the guide wire (gw) to be used a second time for dilatation. There was no adverse patient effect and no clinically significant delay in the procedure. Another same size balloon was used to complete the procedure. Returned device analysis noted a stretched shaft. No additional information was provided.

Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The difficulty to insert was confirmed. Additionally, the inner member was noted to be stretched. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no lot specific issue. Based on the information provided, the difficult to insert is related to circumstances of the procedure. In this case, it is likely the prior use of the balloon, damaged, necked, or was filled with dried blood that prevented the insertion, resulting in damage to the inner member when the guidewire was removed. It is likely that when withdrawing the balloon during the first use may have caused the guidewire lumen of the armada to become reduced by dried matter or the dried matter in the guide wire lumen created enough friction in the lumen to prevent insertion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.